Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal coil was fractured at 2.2 cm from the connector pin which resulted in a high impedance.

Event description:
It was reported that the atrial lead exhibited high impedance and was fractured. The lead was explanted and replaced.